Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i5000-pm is available in the USA with a 510k number prototype. Evaluation summary: it was caused due to the pcb failure. This device is not distributed in us so that unique identifier is blank.

Event description:
There was no report of patient harm. Before use, during the inspection, the user found that blackout appeared and processor was unable to start up.